Event description:
Patient reported his freedom pump broke after he completed his last infusion. Per patient, his infusion was complete and it happened when he was unloading the empty syringe. No missed dose. Unknown if adverse event occurred. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.